Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, blank display and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had a rainbow effect across screen, insulin pump squirts insulin on prime sometimes, and sometimes the prime took a while and multiple prime attempts to fill infusion set tubing. It was reported that the buttons were sticky and unresponsive and hard to press. The customer reported that the insulin pump shut down and had blank screen and after a few round of remove and replace battery pump began functioning again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No blank display or display anomaly noted. Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery, battery out limit alarms, prime/fill anomaly or rewind anomaly due to unresponsive button. Device had stripped battery cap coin slot (p), cracked battery tube threads.